Manufacturer narrative:
The third party service agent replaced both the power pcb and system pcb assemblies, as well as the battery power cable to resolve the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.  The device was not returned to physio-control for evaluation.

Manufacturer narrative:
Physio-control further evaluated the removed parts and determined that the cause of the reported issue was due to a thermally sensitive crystal, designator y1 from the single board computer (sbc) assembly.  The sbc is located on the system pcb assembly.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted a third party service agent to report that during a pre-shift check of their device, they observed that it would not complete the boot-up process. When attempting to power the device on, the display would flash as though it was trying to power on and the led's on the keypad would blink momentarily prior to powering off by itself. There was no patient use associated with the reported event.